Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported to philips that the device's primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:03sep2020 b4:(B)(6) 2020. The customer requested that a philips service engineer (se) be dispatched to the customer site. The reported issue was not confirmed. The philips se conducted functionality tests and the customer's reported problem was unable to be reproduced. The device successfully passed all required testing and remains at the customer site. As preventative measures the central processing unit printed circuit board assembly (cpu pcba) and the speaker. G4:23dec2020 b4:(B)(6) 2020 the cpu pcba and the speaker were received by the failure investigation laboratory, both parts were tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.